Manufacturer narrative:
The reported reader was returned and investigated. The reader did not power on with retained strip insertion or with button depression. Upon visual inspection scratch marks and liquid contamination inside the display screen were observed. The meter was sent for further investigation and de-cased. Corrosion was observed on the pcb (printed circuit board). The complaint is not confirmed due to an use issue. No further investigation is required.

Event description:
Customer reported he was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced "weakness, dehydration and shock" and was seen at the hospital where he was diagnosed with diabetic ketoacidosis and received unspecified treatment. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced "weakness, dehydration and shock" and was seen at the hospital where he was diagnosed with diabetic ketoacidosis and received unspecified treatment. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.